Event description:
False positive advia centaur cp troponin ultra results were obtained for three patient samples. The results were questioned. Repeat testing was performed and the results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Based on the information provided and instrument evaluation, the fse replaced parts and verified system is operational. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.